Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using five prostyle devices after an interventional coronary procedure with a 9fr sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with four of the five prostyle devices. The fifth device was deployed but a break occurred between the tube and the guide of the device. The device was simply pulled out in one piece and a non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, only one prostyle device was used, and the pre-close technique was not used when closing with a sheath size greater than 8fr. It should be noted that the electronic prostyle instructions for use (eifu), states: for access sites in the common femoral artery using 5f to 21f sheaths. For arterial sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: medical device problem code 1494 clarifier - indication for use the additional devices referenced in b5 are filed under separate medwatch report numbers.